Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened broken phacoemulsification tip with only one of the broken pieces returned, without a wrench, in a bag was received for the report. The returned phacoemulsification tip was visually inspected and was found to be non-conforming as the phacoemulsification tip was observed to be broken at the aspiration bypass (ab) hole. Only the piece with threads was returned. The breakage was observed to be very jagged, and the wall thickness was even. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the file was reviewed by the manufacturing site. The photo shows a broken phacoemulsification tip at the aspiration bypass (ab) hole in a pouch. The reported issue is confirmed from the photo review. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The complaint evaluation confirms the phacoemulsification tip was broken. The root cause for the broken phacoemulsification tip cannot be determined from this evaluation. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phacoemulsification tips are hundred percent visually inspected by trained operators using 30x magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the balance tip was broken during cataract surgery. The surgery was completed on the same day after replacing the tip with another one. There was no patient impact.

Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report. Therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the file was reviewed by the manufacturing site. The photo shows a broken phacoemulsification tip at the aspiration bypass (ab) hole in a pouch. The reported issue is confirmed from the photo review. The photo confirms a broken tip; however, since a sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All phacoemulsification tips are hundred percent visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).